Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the insufflation unit alarm was making a sound and unit turns off. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h7, h9, h11. Corrected field: h6. The device was returned to olympus for inspection. However, the failure" it goes on alarm making a sound and turns off" could not be confirmed during the device evaluation. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in cr board, equipment does not work properly should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.